Event description:
An (B)(6) male pt underwent aaa repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. Final angiography revealed an endoleak. It was thought to be a type iii endoleak from the left iliac leg at first. Then ballooning was performed and the endoleak was reduced. However, the physician thought the endoleak was type iii (pin hole) for type IV endoleak near the main body above the left iliac leg after that. No additional procedure was performed. The physician decided to take follow-up observation. No adverse effect to the pt at that time.

Manufacturer narrative:
Endoleaks are labeled in the IFU. Event eval: still under investigation.